Event description:
Anesthesia unit was delivering at higher concentration of anesthetic agent than was set. Patient received 3x more anesthetic. Patient was reversed instantly by anesthesiologist and suffered no ill effects. The service history of the unit was clean. There is no error message with this type of event. Biomed has determined that the problem is with the fresh gas module which has been reported before by us.======================manufacturer response for datex ohmeda anesthesia delivery, datex ohmeda======================this is second event of this type. We are still awaiting their evaluation from first event.